Manufacturer narrative:
The technician found the side rail was nearly ripped from the bed and was hanging. The technician found the side rail metal bracket is bent and the plastic is broken due to excessive abuse by an inmate. Tech replaced the side rail to resolve the issue with the bed.

Event description:
The technician alleged the side rail was not able to latch. No pt impact.